Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was incompatible with the iol. First the iol had a minimal tilt and the patient visual acuity was 20/32. After rotation the visual acuity get worse. The iol was exchanged for another lens model 1 months following the initial implant procedure. There is no patient harm and the visual acuity is recovered now. Additional information has been received and stated that visual acuity was found at 0.4 decimal (20/50) which was found on (B)(6) 2022. No further information available.